Event description:
It was reported that the patient's vns was disabled for three days as it was felt that the vns aggravated the patient's bronchitis. No additional relevant information has been received to date.